Manufacturer narrative:
Per tandem user guide: the t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using cartridges for 3 days with humalog insulin. The customer was informed that the humalog labelling timeline was for 2 days with tandem pumps per user guide. Customer performed a supply change to address occlusion. There was no adverse impact to customer's blood glucose.